Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Complaint might be associated to manufacturer report number 2017865-2017-08766 but could not be confirmed.

Event description:
It was reported that the lead exhibited episodes of noise. There was no report of patient symptoms. Patient would continue to be monitored. No additional information was reported.